Event description:
It was reported that the patient had a return of spasticity and was unable to move from the waist down. She was admitted to the hospital at the time of this report. The patient stated that she had an x-ray done with unk results and was waiting for a catheter dye study to be done. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.